Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for between 24 to 36 hours at the time medical attention was sought. On (B)(6), 2026, the patient presented to the emergency room for a two-hour visit due to persistently elevated glucose levels reported to be up to 400 mg/dl over the prior week, along with symptoms of lethargy and urinary tract infection (uti). The patient alleged the elevated glucose levels may have been related to pod use. The patient was diagnosed with a uti and received treatment including antibiotics, blood work, and urine testing with plans for additional urine culturing to determine more specific treatment.